Manufacturer narrative:
Importer report # (B)(4) was submitted previously. Medwatch MFR report # 2248146-2014-00439. (B)(4).

Event description:
It was reported that a device was leaking after an extended period of support. Device was exchanged for another which also began to leak and had to be exchanged. Prior to the change-out, post po2 was over 500. Second device reported under medwatch mfg report #8010762-2014-01102. (B)(4).